Manufacturer narrative:
The device was returned to zoll canada. The customer's report no response from the buttons was duplicated and the front enclosure was replaced to remedy the report. The device was recertified and returned to the customer. The customer's report of unable to capture ECG was duplicated and the v lead ECG cable was replaced to resolve the report. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads and did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.